Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, there was an incomplete staple line. As it was under direct vision, additional suture was fully performed. Bleeding was not confirmed and there were no adverse consequences to the patient.